Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), the introducer was unable to aspirate during and after dilator and wire were coming out. An attempt was made to reintroduce dilator and wire to free up a flab as well as twist and pull back the introducer.

Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. The analysis indicated that the distal seal of the delivery system introducer was torn. The delivery system introducer sheath was kinked/buckled. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.